Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver was unable to pair the ilet with a dexcom g7 cgm, and customer care verified the ilet¿s bluetooth version and arranged a replacement device. Symptoms included none and blood glucose was unaffected because the ilet was never started. Outcomes included no injury and no medical intervention. Investigation included customer interview and verification of device configuration. Investigation of this case revealed a pairing failure between the ilet and cgm, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was device interaction issues related to communication pairing.